Manufacturer narrative:
On site investigation of the arkon anesthesia system by spacelabs field service engineer confirmed that the equipment performed to specifications, no product deficiency was found. The investigation found that clinicians were expecting different behavior from the arkon when the device is used in bag mode with spontaneously breathing patients. The clinician was expecting the system to automatically transition to vent mode. Per requirement ¿if the system is in standby state and 3 breaths are detected within a 1 minute period, the system will automatically switch to the ¿therapy¿ state.¿ the breath detection mechanism requires a minimum of 8 l/min of flow in order to switch into therapy, or vent mode. In the case of this complaint, the patient was a small child; the 8 l/min flow was not achieved, the arkon anesthesia system did not switch to therapy. The system operated as designed. This investigation is considered complete and this particular issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00116.

Event description:
Spacelabs received a report that on (B)(6) 2015 an arkon anesthesia machine was not ventilating a pediatric patient properly during a case. No one was injured as a result of this event.